Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that she had gone through 5 infusion sets and the insulin pump alarmed no delivery with three of them and the other two just didn't work. The customer stated that her blood glucose started slowly going up the night before and she went to bed with blood glucose level of 460 mg/dl. She treated with insulin pen and blood glucose at the time of call was around 300 mg/dl. Customer mentioned that all of the cannulas were bent upon removal. During troubleshooting the customer stated there were no issues with set or insulin and the cannula in use was straight. Customer declined to complete troubleshooting.